Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) provided troubleshooting options. Additional information indicated that the source of low out-of-range shock impedance measurement was not determined. A shock impedance test was performed and all measurements were within normal range. This system remains in service. No adverse patient effects were reported.